Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 11/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the pump black box data revealed a cs 064 call service alarm and a cs 078 call service alarm. During testing, the rewind step was attempted, and the pump emitted a cs 128-fe88 call service alarm. Further investigation of the alleged cs 064 complaint could not be completed due to the emitted alarm on every attempt at the rewind step.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.